Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, as the physician inflated the balloon, the balloon twisted and burst inside the patient. No further event information was provided. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the director of regulatory affairs. The healthcare facility was not reported on the medwatch form and is unknown. Block g2: medwatch reference number: mw5149673. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.